Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump had unspecified battery issues. Additionally, it was reported that the pump did not successfully detect a cartridge. There was no reported adverse impact to customer's blood glucose level. Customer declined to troubleshoot and declined provide any further information to tandem technical support.